Event description:
Our daughter had a baby at hospital in 2009. When she was released, they gave her a new-mother package that included some reusable ice packs that were intended to keep baby formula cold. Last night, one of the ice packs leaked onto our kitchen counter. When rep wiped up the liquid from the ice pack, the liquid burned the skin on her hands. She put on gloves to finish wiping the counter. Later, my wife noticed that the liquid from the gel pack had left a film on the counter. When she tried to wipe up the film, it burned her hands. The gel pack says "enfamil lipil" on the front and was manufactured by inc. It specifies on the package that it is intended for use with enfamil formula. If it will burn adult skin, it might be very dangerous if it leaked onto an infant's bottle. Dose: na. Dates of use: 2009. Diagnosis: to cool baby formula.